Event description:
Additional information later reported, the catheter was unable to be retrieved and was left in the patient. The patient was currently without a pump and per the reporter the managing hcp would be in touch if they decide to re-implant.

Event description:
The patient went in for a scheduled pump replacement. There was no indication from the managing physician that there was a pump or catheter issue. The patient reported good relief from his pain. After opening the pocket and removing the old pump, it was discovered that the catheter was broken; it was cut/sheared off (not cut by the physician at the time of the replacement, but cut through/sheered through at an unknown time). The pump segment of the catheter was still connected to the pump; the break in the catheter was just past the connection from the pump segment to the original catheter. The spinal segment of the catheter could not be found in the pocket area and was left in the patient. The physician closed the patient without implanting a new pump and was going to let the managing physician decide what to do in terms of putting in a new pump. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid and bupivacaine. It was unclear if the catheter was left implanted intentionally and tied off or if it was unretrievable and the final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n115788, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: accessory. Product ID: 8709, lot# j0039960r, implanted: (B)(6) 2000, product type: catheter. (B)(4).